Event description:
It was reported when cleaning set screwdriver after the surgery, a nurse realized that the tip of the driver was broken. The broken tip is not found. It is not known if the tip was left insitu.